Event description:
It was reported that a ventilated pt was in the CT scanner for a brain scan. After the scan was done and the pt was back on the bed, there was a loud bang. The oxygen tubing connected to the pt's ventilator set on fire for about 5 seconds. The oxygen was immediately disconnected. No pt harm reported.

Manufacturer narrative:
The non-conformances that were identified during the ltv final test had been corrected after the pisco connector was reconnected to the oxygen pressure transducer.a review of the event trace for the reported incident time and date indicates the ventilator issued a low o2 pressure alarm condition 40 seconds prior to the ventilator being properly powered down using the on/standby button.

Manufacturer narrative:
Na